Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient started having a little accident a couple of times a day, before that it was working perfectly. Patient said she went to the healthcare professional (hcp) who told her to go to the manufacturer. The patient had replaced the programmer batteries. The patient¿s speech was very difficult to understand and the son was also on the call and assisted in syncing the programmer with the device which showed it was off. Patient turned stim back on, said ¿ow¿, turned stim down and to 1.0 v where it was comfortable and wanted to try it there. The date the return of symptoms occurred was not known, patient said it was after her husband died. Patient was concerned about battery life, but there was no low battery icon seen. No further complications were reported or are anticipated.